Manufacturer narrative:
The investigation into positioning issues has been completed since the original report was submitted. The product was not returned for investigation. Based on clinical description and data analysis, the root cause of positioning issue was most likely patient movement.

Event description:
The user facility reported a 52-year-old male was implanted with an impella 5.5 as a bridge to transplant. It was reported that on day 8 of patient support, the pump came out of position and was unable to be redelivered across valve under echocardiogram guidance. The pump was explanted, and the pump was replaced by an intra-aortic balloon pump (iabp). The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.